Manufacturer narrative:
As the earliest date of onset for the type I endoleak is unknown, november 19, 2021 will serve as the date of event for this report. Used to capture distal type I endoleak. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, a follow-up examination reportedly showed a suspected type ia endoleak. On (B)(6) 2021, aneurysm enlargement was also reportedly observed (amount unknown). On the same day, a reintervention was performed whereby a non-gore manufactured stent graft was implanted proximally and a gore® excluder® aaa aortic extender endoprosthesis was implanted at the junction site between the non-gore stent graft and the existing trunk-ipsilateral leg component. The patient tolerated the procedure, and the physician will continue to monitor the patient.